Manufacturer narrative:
Device eval: the eval/investigation has not been completed. A f/u report will be submitted when the device eval has been completed. Eval conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator of the hemostasis valve in the kit broke before debubbling. Pressure limit 900 psi. No harm or injury was reported.